Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the blue screen appeared on both displays of the xhibit central monitor that was monitoring six telemetry patients. The issue was resolved by restarting the system. No injury was reported as a result of this event.

Manufacturer narrative:
The issue was reported by the spacelabs field service engineer who was onsite. Findings show that the blue screen appeared following a large, over 250 page print job of waveform strips. Cycling power to the xhibit resolved the problem. Review of the logs from the device by spacelabs software engineers and product specialists found that when the print spooler is full it could cause the xhibit to become slow and erratic. The device passed all tests and was returned to the customer, and there has been no recurrence of this issue. This report is considered complete and this particular matter closed.